Manufacturer narrative:
An event of stuck guidewire was reported. Information from the field indicated that after the valve was implanted, attempts to remove the delivery system from the guidewire were unsuccessful. The guidewire was cut outside the patient. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported stuck guidewire could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The annular dimensions of the native valve were annulus diameter: avg: 22.5mm, area:407.6mm2; perimeter: 72.2mm. During procedure, under vascular ultrasound guidance, the physicians performed a percutaneous puncture of the right common femoral artery and inserted a 14fr sheath for balloon valvuloplasty using a 22 mm non-abbott balloon. The same wire was used for pre-implantation balloon aortic valvuloplasty (pre-bav) and the valve implant procedure. Following valvuloplasty, the sheath was exchanged for the tavi device. The navitor vision valve was delivered via the large flexnav delivery system over a non-abbott guidewire. The valve was deployed successfully with favorable hemodynamic outcomes. Upon attempting to retrieve the flexnav delivery system, the distal end of the guidewire became jammed within the handle, generating significant resistance. Despite multiple attempts to retract the wire and flush the central wire lumen, the system could not be removed in its entirety. The physicians ultimately had to cut the wire to extract the delivery system, leaving a portion of the wire inside the flexnav delivery system. The proximal segment of the non-abbott wire was carefully retrieved from the left ventricle without incident. There was no additional ballooning was required, and the procedure was successfully concluded. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.